Event description:
After treatment to occlude the greater saphenous vein on 6/29/2000, the pt reported dyspnea when climbing stairs on 7/1/2000. A duplex scan showed a non-occlusive femoral vein wall thrombus without clincial signs". Immediately, a pulmonary CT scan was done. It showed pulmonary emboli (estimated 30%). IV heparin and oral coagulation therapies were initiated. Electrocardiogram comfirms the pulmonary emboli. No tachycardia was observed. The pt was hospitalized and subsequently released on 7/13/2000.